Event description:
A report was received that the patient underwent a revision procedure. The patient was experiencing swelling and soreness around the pocket site and was having difficulty charging her ipg. The physician assessed that the pocket was too deep. The ipg was replaced due to physician's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.